Event description:
It was reported by (B) (6) that a stroller unit was placed on a pt. The pt was in a nursing home (B) (6) in (B) (6). After some time, a popping sound was heard and frost was observed on the cannula. The pt received burns on the facial area and was taken to the hosp. It was reported, the pt had 3rd degree burns and was admitted to the hosp.

Manufacturer narrative:
The unit has not been returned to caire inc for eval. Caire has been in contact with (B) (4) and requested the stroller unit be returned for eval and testing.